Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this device system may still be actively in service. A pocket infection was reported by the local area sales representative. No further information was available.